Event description:
It was reported that the user¿s ilet had a luer connector on the connector/coupler component that could not be disconnected, and attempts with pliers broke the connector and left fragments lodged in the cartridge chamber; the user switched to backup injections while awaiting resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect at the connector/coupler, with pieces breaking and lodging in the chamber. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.